Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which, during surgery, the device was "heating up". The reported stated there was no delay in surgery and an identical spare motor device was available for evaluation. The surgery was completed successfully. Therefore, no injuries or medical intervention were reported. No additional information is available.